Event description:
Same case as MFR report #: 2134265-2010-00667, 2134265-2010-00668 and 2134265-2010-00670. It was reported that during a coronary drug eluting stenting treatment procedure a balloon rupture occurred. The 90% stenosed de novo lesion measuring 15mm in length and 2.0-2.5mm in diameter was located in a severely calcified and moderately tortuous left anterior descending artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm maverick2 balloon that ruptured at 14 atms. A 2.25x12mm quantum maverick balloon was advanced to the lesion and ruptured at 16 atms. Another 2.25x12mm quantum maverick balloon was then used to predilate the lesion. A 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. A second 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was also noted. The procedure was completed by deploying a 2.25x12mm taxus liberte' drug eluting stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.

Event description:
Same case as MFR report #: 2134265-2010-00667, 2134265-2010-00668 and 2134265-2010-00670. It was reported that during a coronary drug eluting stenting treatment procedure a balloon rupture occurred. The 90% stenosed de novo lesion measuring 15mm in length and 2.0-2.5mm in diameter was located in a severely calcified and moderately tortuous left anterior descending artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm maverick2 balloon that ruptured at 14 atms. A 2.25x12mm quantum maverick balloon was advanced to the lesion and ruptured at 16 atms. Another 2.25x12mm quantum maverick balloon was then used to predilate the lesion. A 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. A second 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was also noted. The procedure was completed by deploying a 2.25x12mm taxus liberte' drug eluting stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a detailed microscopic examination of the balloon material identified a longitudinal tear. The tear stretched from the distal edge of the center markerband and extended proximally for a total length of 7mm. An examination of the tear and markerband could not identify any anomalies which could potentially have contributed to the tear. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).